Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient presented to clinic with multiple low flow alarms. Differential included infection and probable hypovolemic state. Log files were sent for review, and the event log captured multiple intermittent low flow alarms and multiple momentary low flow estimates when the calculated pulsatility index (pi) was elevated on (B)(6) 2025. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). There were no unusual rotor faults, or any other abnormal pump faults were seen during these events. Additional information provided that the patient had persistent low flow alarms despite evaluation and treatment of underlying condition. The patient was clinically stable and asymptomatic. Low flow 2.0 threshold was requested for (B)(6) 2025 with abbott clinical specialist.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events on 28jan2025 from 04:00:30 to 10:45:47, per the timestamps. Multiple low flow alarms were captured in the setting of elevated pi. Additionally, multiple low flow fault flags were captured that were not active for long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, "introduction," lists adverse events, including infection, which may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 6 also lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.